Manufacturer narrative:
(B)(4). Sent: 08/31/2004. Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a kidney procedure, the seal tore. There was no pt consequence. The procedure was completed with a similar device.